Manufacturer narrative:
The data downloaded from the device showed no abnormalities. The fluid path was inspected, and no signs of leakage were observed. No issues were found with the cannula assembly that would result in leaking during wear. While the external portion of the soft cannula was observed to be damaged, fluid was able to flow through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 1 and 4 hours. The pod was reportedly leaking insulin whilst being worn on the arm. As treatment, a new pod was placed.